Manufacturer narrative:
(B)(4).

Event description:
The pt has not been using her stimulation for about a year. Her leads had "moved" and that the stimulation was not covering her pain. She was getting a lot of abdominal stimulation. Her physician wants to do a revision and put in a paddle lead. She hopes to get the revision soon. Additional info has been requested.